Event description:
It was reported that when the device was used during a gastric bypass procedure, an incomplete staple line occurred. The staple line was oversewed, a new device was opened, and the case was completed with no consequence to the patient.